Event description:
It was reported the stimulation turns on and/or off following environmental exposure. A loss of efficacy intermittently occurs, unrelated to the stimulation therapy. These episodes occurred over four months. There is no known accident or incident related to this event. There were no report of burning, shocking or jolting. The reed switch disabled. The device counters show two activations which is consistent with the patient's report of turning the therapy back on.